Event description:
The right ventricular lead was in the process of being extracted with a liberator locking stylet, steel b sheaths and electrosurgical sheaths. The steel sheath was advanced 4 cm into the vein without difficulty. The 9 fr french electrosurgical sheath was then advanced to the level of the proximal svc superior vena cava where there was severe fibrosis to the atrial lead. The sheath was pulled back to advance and the sheath split for about 3 cm during the advancement. The sheath was immediately removed with no immediate evidence of a problem. A new sheath was introduced for approx 10 minutes when the bp blood pressure began to drop and there was evidence of blood in the right chest. A code was called, blood administered and the pt was taken urgently to the o.r operating room for surgical closure of the vascular tear. The pt did well post op operatively. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)